Event description:
It was reported that a female patient who had cataract surgeries and was implanted with tecnis simplicity eyhance lenses in both eyes has been experiencing blurry and double vision in both eyes at distant, intermediate and close range. That "nightsky" stars are irregular ¿blobs¿, not pinpoints and the outer edges of her pupil/eyeball feel like there¿s something there. These symptoms have negatively affected her quality of life and activities of daily living. Reading is difficult and highway driving is not possible. Per her surgeon's recommendation - she had yttrium-aluminum-garnet (yag) laser procedure on her right eye to no effect. The progressive lenses prescribed are also not helpful in correcting these issues. No other information was provided. This report is for the right eye of the patient. A separate report will be submitted for the left eye of the patient.

Manufacturer narrative:
Section b3: date of event: the exact date is unknown, not provided. Best estimate of date of event is between aug. 10, 2023 and dec. 8, 2023. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 yag (yttrium aluminum garnet). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.